Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act buttons dome switch. Device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump are very hard to press. The customer stated she had to pushed them very hard and even with her fingernail to get a response. The customer was experiencing pain in her thumb and went to the doctor. It was found that she had a vertical fracture. The customer was given a cortisone shot and she has a hand brace. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.